Manufacturer narrative:
Batch review performed on 09 mar 2026 lot 130589: (B)(4) items manufactured and released on 24-apr-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 12.5 years after primary cementless tha with a ceramic-on-ceramic bearing on a rather young lady, the stem is found loose and needs replacement. From the pre-revision images, we can tell that the femoral bone has rarefied in density, and this is probably mainly due to aging of the patient. No osteolytic foci are visible; the loss in bone density is rather generalized and the femur changed in shape, getting wider, so that after 12 years the original stem appears undersized, but this should not be taken as the main cause for loosening. No reason to suspect a faulty or deteriorated device at the origin of this adverse event. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause. In addition, the original stem appears undersized, but this should not be taken as the main cause for loosening.

Event description:
Revision surgery with replacement of a total hip prosthesis about 12 years after primary surgery due to loosening of the stem.